Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown), the same day. According to the complainant, the wire would not advance through the catheter and was withdrawn, while being inspected, it was determined that the catheter looked kinked. A second hydra jagwire was introduced with a similar problem; however they were able to secure the wire into the common bile duct and the catheter was removed. It was stated that due to this event the physician was unable to perform a second balloon sweep. At the conclusion of the procedure the patient's condition was reported as "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual examination of the returned guide wire revealed that the sheath was accordion and broken exposing approximately 7 cm of the core wire. The damage was observed from approximately 224 cm to 238 cm from the jagwire end. The complaint has been confirmed and the root cause could not be determined.